Event description:
It was reported that the device's keypad was not operational. Only the on button was functional. There was no patient use reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system and the memory pcb assemblies, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly, and determined that the root cause of the reported failure was a broken off filter, designator fl 188.